Event description:
Four similar events are reported by the same unit. Approximately 1 hour into hemodialysis treatment an air leak occurred due to damage on the pump segment tubing. Due to possible contamination the extracorporeal circuit was discarded resulting in ebl = 200 cc. A new line was set up to complete treatment. Pt was administered oxygen. No further medical intervention was required although the actual complaint samples was not returned to the manufacturer, evaluation of samples from two other similar incidents shows a rough cut in the pump segment tubing surrounded by an area of abrasion that was caused by the machine pump roller. The facility is working directly with the machine manufacturer to resolve issue. Review of the bloodline manufacturing records and evaluation of samples from the reported lots show that the blood tubing sets met all design and quality criteria.